Manufacturer narrative:
B3: event date: this occurred between 07/03/2025 and 07/04/2025. Visual inspection on the returned sample did not identify any abnormalities that could have contributed to the reported condition. The pressure test and clear passage test was performed, and the defect was observed at the third y-site (clearlink). The autopsy was performed on the third y-site (clearlink) and a hole was observed. The reported condition was verified. The cause was due to material related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a clearlink system continu-flo solution set, a leak was observed at the third y-site (clearlink). No additional information is available.